Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, the insulin pump was malfunctioning. It alarmed compromised force sensor system when the customer replaced the reservoir. Customer had two weeks ago he woke up and noticed the drive support cap was sticking out. The customer's blood glucose was 4.1 mmol/l. Troubleshooting was performed. The customer was advised to discontinue use of the device, revert to his backup plan, and the device need to be replaced. The customer agreed to return the device for analysis.

Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime, or excessive no delivery tests due to the alarm. The pump passed the unexpected restart and self tests. All operating currents were within specification, and no unexpected low battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.